Event description:
On (B)(4) 2012, customer reported that the immage 800 instrument displayed "vacuum out of range" errors. Customer also stated that the sample and reagent probe wash stations were not draining, and were overflowing no injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and the fluidics. Fse activated the valves and the wash cups drained. Fse could not duplicate the event and rebuilt the vacuum pump based upon the customer's report of the vacuum errors. Fse also learned from the customer that upon encountering the vacuum errors, the customer prematurely shutdown the system. Fse advised the customer that the premature shutdown did not allow the system to fully cycle and therefore caused the fluid back-up. Fse noted that the overflow was caused by user error. No further issues were reported and the repair was verified through established procedures.

Manufacturer narrative:
(B)(4).